Manufacturer narrative:
(Concomitant medical products: 0.035 wire, thrombolysis catheter, shealth). (Evaluation codes- addition of patient code ivc perforation). Complaint conclusion: as reported, a patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the filter is tilted, perforated and embedded. Per the medical records, the indication was chronic dvt (deep vein thrombosis) of the left leg and possible surgical site infection. U/s revealed no improvement of venous clot since prior imaging. A lysis procedure with filter placement was performed. A venocavogram was done for identification of the renal veins and measurement. The superficial femoral vein was patent and narrowing. The filter was deployed below the renal veins at the l3 level via left groin. A venous infusion catheter was then placed with tpa and heparin infusions and the patient was sent to ICU for overnight observation. The following day, angioplasty was performed in the left superficial femoral vein, and tpa infusion continued. Filter placement was said to be successful and without complication. A CT scan revealed the filter is 2cm below the renal veins. The filter is tilted where the apex extends beyond the anterior wall of the ivc, and the distal tip extends beyond the posterior wall. Several struts extend beyond the wall of the ivc and abut the abdominal aorta. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, filter embedded in the wall of the ivc. The patient also reports anxiety and pain. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the cordis inferior vena cava (ivc) filter was identified by an expert after reviewing computed tomography (CT) imaging, and there is specific evidence that the filter is tilted, perforated and embedded. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information was received per medical records: the patient was indicated to have chronic dvt (deep vein thrombosis) of the left leg and possible surgical site infection. U/s revealed no improvement of venous clot since prior imaging. A lysis procedure with filter placement was performed. A venacavogram was done for identification of the renal veins and measurement. The superficial femoral vein was patent and narrowing. The filter was deployed below the renal veins at the l3 level via left groin. A venous infusion catheter was then placed with tpa and heparin infusions and the patient was sent to ICU for overnight observation. The following day, angioplasty was performed in the left superficial femoral vein, and tpa infusion continued. Filter placement was said to be successful and without complication. A CT scan revealed the filter is 2cm below the renal veins. The filter is tilted where the apex extends beyond the anterior wall of the ivc, and the distal tip extends beyond the posterior wall. Several struts extend beyond the wall of the ivc and abut the abdominal aorta. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 10 years and 2 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt, filter embedded in the wall of the ivc. The patient also reports suffering from anxiety and pain.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted, perforated and embedded. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the cordis inferior vena cava (ivc) filter was identified by an expert after reviewing computed tomography (CT) imaging, and there is specific evidence that the filter is tilted, perforated and embedded. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.